Event description:
It was reported via repair work order that the siderails controls would not function due to a cpu board malfunction. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.